Event description:
The report we received from the drug eluting stent indicated that eight months post procedure, the pt had a target lesion revascularization. The event was reported to be related to the device. No add'l info is forthcoming to cordis. This event was reported via physician.

Manufacturer narrative:
A pt of unk age, gender, medical history and presentation experienced restenosis eight months post cypher stent implantation. No vessel and/or lesion characteristics were provided. The details of the procedure and the pt's pharmacological management were not reported. No further info is available. Based on the limited info provided, it is not possible to draw a conclusion about a relationship between the device and the event. The product was not available for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.